Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after successfully pacing an (B)(6) male patient for 3.5 hours, the clinician removed the electrode pads and observed that the patient sustained third degree burns. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrodes were not returned to zoll medical corporation for evaluation; instead, a zoll representative went onsite to examine a picture of the electrodes. Visual evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The customer indicated that the patient was paced continuously for 3.5 hours during the reported incident. When pacing, users are advised per our labeling to check the coupling of electrode to skin every 30 minutes to minimize the occurrence of a burn. It was concluded that the end user did not follow zoll's recommendation for use, which could have contributed to the reported event. No trend is associated with reports of this type.